Event description:
Customer reported to distributor that the safety thoracentesis system was being used to aspirate to a left pleural effusion. When the registrar who was performing the procedure removed the metal cannula, the ball did not spring into position to form the seal needed. As a result, air was introduced into the pleural space resulting in a pneumothorax.